Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hand assisted sigmoid resection procedure, the stapler would not fire. The doctor felt there was too much tissue in the jaws. It was the first firing with the blue reload. The procedure was completed using same like device. No adverse patient consequences were reported.